Event description:
On (B)(6) 2012, the customer reported to a baxter representative a condition of an evacuated container - 150 ml that was alleged with no vacuum, which was observed during use on an unknown patient. According to the facility contact, the lack of vacuum caused the patient's lung to collapse. On (B)(6) 2013, product surveillance spoke with the reporter regarding the event. The following information was reported. On an unreported date, the patient was admitted to the hospital. Admitting diagnosis was unknown. On an unreported date, the patient underwent thoracentesis using baxter evacuated containers . A physician's assistant (pa) performed the procedure. The reporter stated a couple of evacuated container bottles had been used without incidence. When the pa began use with a new evacuated container, the bottle was spiked, air went back into the line due to no vacuum and caused the patient to have a small pneumothorax. A chest tube was not needed and the pneumothorax resolved on its own. The reporter stated the event did not prolong the patient's hospitalization. No further information was available at this time.

Manufacturer narrative:
(B)(4). Two retained samples were visually inspected for defects that could have caused the reported complaint and found to be acceptable. All quality and manufacturing inspections were acceptable for vacuum. The evacuated container used during therapy was not saved, but the facility provided companion samples from the same lot for further evaluation. A follow-up report will be submitted when the evaluation is complete or if additional information becomes available. A 510(k) number will not be provided in the emdr as the product was manufactured pre-amendment.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed and the root cause was undetermined. Visual inspection and vacuum testing were performed on eleven companion samples with no issues found. A review of all batch record documents was performed with no issues or deviations noted during the manufacturing process.